Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20mm sapien 3 valve, the 14fr esheath was inserted into the patient and was able to advance through the external iliac artery before meeting resistance at the common iliac artery. The esheath was withdrawn and a percutaneous transluminal angioplasty (pta) with an 8 mm balloon was performed. The patient's blood pressure began to decrease. An angiography was performed and revealed there was blood leaking from the external iliac artery. A stent was placed from the common iliac artery to the external iliac artery to resolve the event. Once the event was resolved, the esheath was able to be inserted into the patient through the stent graft with no reported issues and the procedure was completed successfully.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b1 (report type), h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath usage. Per the IFU, it warns to not use the device in patients who have ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath as an access vessel injury may occur. It also warns not to use in patients with access vessel diameters less than 5.5 mm. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for the inability to introduce the esheath was unable to be confirmed due to no relevant imagery provided and no returned device. The presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "there was calcification from common iliac artery (cia) to femoral artery on both right and left sides. The vessel diameter was approximately 3.0 to 4.0 mm. After vessel dilation by using both 14 fr dilator and 16 fr dilator, 14 fr esheath was inserted with resistance. As sheath insertion was inability, pta with 8 mm balloon was performed." Calcification and undersized vessels were present in the patient's vessels. Per the training manual, "push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification." Calcification and undersized vessels can create a restricted pathway and lead to resistance during esheath insertion. Calcification may also create sub-optimal angles during esheath insertion which can further contribute to resistance. In this case, available information suggests that patient factors (calcification and vessel size) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.